Event description:
It is reported that the customer had high blood glucose levels of 134 mg/dl. The customer reported a motor error alarm from the insulin pump that occurred while priming. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarms during testing noted. The motor was tested outside the device and passed the test. The device had minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, scratches on the case, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.